Manufacturer narrative:
(B)(4).

Event description:
Multiple pump motor stalls were confirmed via the event logs; pump stall at 2:22 with recovery at 3:03; stall at 4:44 with recovery at 5:39; stall at 10:02 with recovery at 10:15; and a stall at 10:29 which did not recover. The pump was updated and no motor stall recovery was noted. The device system was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.